Event description:
It was reported that during a device changeout for normal battery depletion, the atrial lead was damaged due to resection of the heavily calcified pocket with cautery, with a confirmed lead fracture. The physician elected to cap the lead. During implant attempt of the replacement lead, after the lead was sutured down and placed into the header of the new device, significant noise was witnessed. The lead was tested via the analyzer with same result. The physician suspected that he may have drive the suture needle through the lead insulation, and the field representative suspected that lead fixation may have been too tight or that a suture went through the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2008; 419478, implantable pacing lead, (B)(6) 2008. (B)(4).